Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that intermittent image when using the camera. Fault appears to be with connector as worse when moved. Camera control unit checked with a different camera. No faults, confirmed fault with camera head. Therefore, there was loss of image.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: faults found, as per reported- intermittent green lines on the monitor when cable is moved, loose prism, action taken, replaced cable assembly, replaced prism, tests, qip, function test, vacuum leak test, passed all tests, note: camera head did enter the workshop with the coupler (sn:18f822504). Coupler has been fully tested- no faults found. Probable root cause: ¿ cables, ¿ connectors, ¿ digital board, ¿ power supply, ¿ filter / fuse, ¿ ac inlet board, ¿ main board, ¿ transition board, ¿ fiber board, ¿ intermittence between transition board and ch connector, ¿ software, ¿scope (see rsk10356 output ""visualization/image""), ¿light source (see rsk10975 output ""white light""), ¿ camera head (sensor, sensor cable), ¿ coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring), ¿ 1488 & 1588 extension cable, ¿ intermittence while using rf devices (ex: valleylab), ¿ problem toggling light source or from camera head, ¿ connected monitors, ¿ leaking, ¿ use error, ¿ poor grounding (e.g. ""Finger"" grounding tab connecting front and rear enclosure. Camera head connection from cable to transition board.), ¿electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that intermittent image when using the camera. Fault appears to be with connector as worse when moved. Camera control unit checked with a different camera. No faults, confirmed fault with camera head. Therefore, there was loss of image.